Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the display of the programmer was pixilated. However it was noted that a lot of foreign material was found inside the display assembly. The whole display assembly was replaced. It was further noted that the programmer had a broken handle, missing hinge plate screw, worn out lower case, damaged media bay door (cosmetic damage only), missing power cord and it failed functional test due to out of specification left antenna. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display became pixilated giving the appearance of a bad connection. The programmer was returned for service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.